Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is peri-implant fluid, edema, redness, heat, radial folds, severe pain and patient's concern with product. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side "secretion came out through nipple," "swelling, flushing, and heat," "flaccidity in breast,", "after the news of the recall, they worried a lot of it, "is very anxious", "severe pain", "infectiologists are investigating the possibility of lymphoma". Healthcare professional reported "breast started to show edema, redness and heat. The first supposition was an allergy but it evolved with the escape of a serious secretion, hardening and a palpable nodule appeared in the superior quadrant. Presently, this breast shows hardening and pain on palpation, peri implant liquid and radial folds". Healthcare professional reported "sparse cyst and patient reported that they had meningitis" which are both not device related. Device remains implanted.